Event description:
Allegedly the following occurred: during the extraction of the device, the anvil disengaged into the surgical cavity. The surgeon was able to remove it transanaly, without having to cut. The sutured correctly and there was no air leak, according to the surgeon. Ten days later the surgeon suspected an anastomosis dehiscence.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.